Event description:
It was reported that: the surgery on 11/23/99 was for an internal fixation of the right ankle. The pt was reportedly stable at the beginning of the case and was being ventilated with an ambu bag. It was reported that the or staff was immediately aware of a problem after the pt was removed from the transport ventilation. It is unknown whether manual or automatic ventilation was used on the anesthesia machine. The surgeon never came into the room to start the case. The procedure started at 7:15 and the pt was pronounced dead at 8:40. Although it was reported that a preuse check was done on the machine, it is unclear whether there is any documented record of the check. It was reported that per the medical examiner's report, the cause of death was a bilateral pneumothorax with compartment syndrome. The physician in charge of quality at the hospital reported that the death was due to human error causing massive barotrauma. The hospital would not provide any additional info about the event or the pt, and MFR has not received a copy of the user's medwatch report.